Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen would not calibrate properly. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.